Manufacturer narrative:
Approximate age of device:~1 year and 11 months. The device remains in use and was not available for evaluation. A direct correlation between the heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on heartmate ii lvas until the patient expired on (B)(6) 2018 (reference (B)(4)). A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The following information was provided during follow-up for (B)(4). It was reported that the patient experienced an infection of the inflow of the device in (B)(6) 2018. The patient was on IV antibiotics for 12 weeks, which was expected to complete on (B)(6) 018. The patient expired on (B)(6) 2018 due to intracranial hemorrhage (manufacturer (B)(4)). No further information was provided.

Manufacturer narrative:
The reference death on the initial MDR was reported under MFR #2916596-2018-04066. A direct correlation between the heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.